Event description:
New information noted that the programming changes were made and the patient experienced no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited far r oversensing resulting in multiple auto mode switch(ams) episodes. No device intervention was performed. The patient was in stable condition.